Event description:
During a coronary drug eluting stenting treatment procedure, the physician experienced deployment difficulties. The target lesion was located in a severly calcified right coronary artery (rca). After predilatation the physician deployed a taxus express2 2.5 x 24 mm drug eluting stent at 9 atms. Upon deployment, the distal half of the stent did not fully deploy. A quantum balloon was used to postdilate and fully expand the taxus stent. No pt injury or complication was reported. Pt status is reported as "fine".